Event description:
It was observed that during the evaluation, the ultrasonic probe exhibited that the ultrasound image is disturbed because of an indentation on the transparent sheath. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the ultrasound image is disturbed because of an indentation on the transparent sheath. Based on the results of the investigation, the root cause of the reportable event could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.